Event description:
Customer reported that she experienced low blood glucose. Customer stated she was warm and she was sweaty and from what she can recall she went to the store and she was on one side of town and ended up on the other side of town and didn't know how she got there. She stopped and had a passerby help call her husband and he instructed where the juice was located. Customer removed the sensor and was concerned it did not alarm her for low glucose. Customer stated her blood glucose value at the time of the incident was around 45 mg/dl and after treating it was 125 mg/dl. Customer stated she thinks that she may have over delivered insulin. She declined to troubleshoot for low blood glucose. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.